Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's blood glucose elevated to 300 mg/dl; cause was unknown. Subsequently, the customer was admitted to the emergency room (ER) and received fluids. Customer did not provide additional information regarding the event.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.